Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 4.8, re-test: 5.2, re-test: 6.0, lab: 3.6. Inratio tests were all done using fresh finger sticks each time. Results seemed high so customer got a lab draw within about 1 hour. Date: (B)(6) 2011, inratio: >5, lab: 3.3. Customer received the new meter and tested using same strip lot from (B)(6) 2011 and got a result that was greater than 5.0 (not sure of exact result) and the lab was 3.3.

Manufacturer narrative:
Investigation pending.